Manufacturer narrative:
The complaint of leakage on the 146870489 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Event description:
The event involved a primary plum set, clave y-site, 103 inch. The customer reported at a 6 a.m. Patient visit, a water mark was found on the pump, IV stand, and floor. The infusion pump was paused and found the chemotherapy medication leaked from the pump set filter vent. The approximate volume that leaked was 5-10 ml. The leakage was cleaned according to the spillage standard operating procedure, changed pump set, and resumed the infusion. The doctor on duty and attending doctor were informed. There was patient involvement, however, no report of patient harm.